Event description:
The customer reported that the image intermittently changes density, replaced video control.

Manufacturer narrative:
The ge service rep checked the hv section, found ma null and differenciator out of alignment. He adjusted the system to procedure then performed a hv calibration. The rep verified operation.